Event description:
It was reported that the customers blood glucose (bg) level of 28 mg/dl. The customer lost consciousness, had a seizure and experienced increased ¿confused state of mind¿. The customer went to the emergency room and was admitted to the hospital. The customer was treated with a glucose bag and intravenous fluids of saline. System check was performed by tandem technical support and the pump is functioning as intended. Customer was released from the hospital on (B)(6) 2025. Ultimately, the customer reverted to manual daily insulin injections.